Event description:
A customer contacted spacelabs healthcare technical support reporting that they received a call from users that a xhibit central station had gone black with the words "no sync" displayed. The biomed stated that he was not on site. Tech support advised the caller to go on site and check all cables and perform a reboot. In a followup call, the customer confirmed the issue was resolved. No further details were provided.